Manufacturer narrative:
Insulin pump received with all buttons responding properly. Insulin pump received with stripped battery cap coin slot, cracked case at display window corners, battery tube threads and minor scratches on lcd window.

Event description:
It was reported the buttons on the insulin pump were working intermittently. The device was not exposed to moisture. Customer was advised to discontinue use of the device and revert to back up lan. Customer's blood glucose was 74 mg/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real - time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real- time insulin infusion pump, which is marketed in the united states.